Event description:
It was reported that the patient, who was taking coumadin, had blood in the pocket due to an apparent leaking vessel. The patient had a pocket evacuation. The device was placed back into the pocket following the procedure and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.